Manufacturer narrative:
Summarized patient outcomes/complications of percutaneous patent foramen ovale (pfo) closure guided by fluoroscopy (fs) only vs transesophageal echocardiography (toe) plus fs were reported in a research article "fluoroscopy-only guided transcatheter patent foramen ovale closure: the importance of pre-procedural echocardiography" in a subject population with multiple co-morbidities including hypertension, diabetes, dyslipidemia, smoking, prior stroke, thrombophilia, atrial fibrillation, migraine, patent foramen ovale, cryptogenic stroke, peripheral embolism, prophylactic, and decompression illness. Some of the complications reported were air embolism, residual shunt, stroke; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. B3: event date is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: fluoroscopy-only guided transcatheter patent foramen ovale closure: the importance of pre-procedural echocardiographyt: article title: fluoroscopy-only guided transcatheter patent foramen ovale closure: the importance of pre-procedural echocardiography.

Event description:
The article, "fluoroscopy-only guided transcatheter patent foramen ovale closure: the importance of pre-procedural echocardiography", was reviewed. The article presented a retrospective, single center study to compare the effectiveness of percutaneous patent foramen ovale (pfo) closure guided by fluoroscopy (fs) only vs transesophageal echocardiography (toe) plus fs. Devices included in the study were amplatzer pfo occluder and occlutech figulla flex ii pro occluder. The article concluded that after comprehensive pre-procedural echocardiography workup, pfo closure with fs guidance only seems equally safe and effective as toe/fs guidance. A standardized pre-procedural echocardiography protocol facilitates procedural planning with excellent echocardiographic and clinical outcomes. [The primary and corresponding author was mathias wolfrum, cardiology division, heart center lucerne, luzerner kantonsspital, spitalstrasse 16, 6000 luzern, switzerland, with corresponding email: mathias.wolfrum@luks.ch] the time frame of the study was from february 2017 to april 2023. A total of 203 patients were included in the study, of which 126 (59.1%) received an abbott device. The average age was 51.8 years and the majority gender was male. Comorbidities included hypertension, diabetes, dyslipidemia, smoking, prior stroke, thrombophilia, atrial fibrillation, migraine, patent foramen ovale, cryptogenic stroke, peripheral embolism, prophylactic, and decompression illness.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: event date is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article title " fluoroscopy-only guided transcatheter patent foramen ovale closure_ the importance of pre-procedural echocardiography".